Event description:
Physician asked an explanation about recorded episodes: device switched in ddd mode with high rate ventricular pacing whereas he expected that device to go back in mode switch.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.